Event description:
A pt reported experiencing inaccurate high results with a otu meter. The pt's blood glucose results were 155mg/dl,110mg/dl,99mg/dl. Tests were done within <10 mins with a difference of 27%. Pt did not experience any adverse events. No further info has been reported.